Event description:
A female with erythematous pustule over her ICD. She came in for removal of the ICD with intent to relocate it. The pt was in the cardiac cath lab to have the procedure done. An incision was made over the old ICD pulse generator. When the ICD pocket was opened, pus exuded from the pocket. The ICD was explanted, all the leads were freed up and it was apparent that laser lead extraction was needed. The procedure advanced normally. The coronary sinus and atrial leads retracted and removed easily. The defibrillator lead would not come out easily. Cardiologist felt laser lead extraction was indicated. Laser calibration was done and was accurate. At the level of the superior vena cava, cardiologist was unable to advance the laser. The team switched to a 16 french catheter sheath; previously were utilizing 14-french size. The 16 french advanced with the laser. While in the right atrium, the pt's blood pressure fell precipitously. The lead then came loose and was removed. There was a large piece of atrial tissue measuring approx 2 inches x 1/2 inch attached to the lead. The pt was coded. The resuscitative efforts were unsuccessful.